Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and several inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to b5: additional information was available prior to the initial report, and the event description was updated to reflect chronological order of events for clarity. Correction to e: initial reporter to reflect earlier report source of additional information.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was brought into the clinic for device interrogation and possible programming concerns were identified. It was noted that atrial tachycardia settings were previously programmed off due to paroxysmal events, and were turned back on during this recent clinic visit. Review of the presenting electrogram (egm) revealed atrial fibrillation (af) at the maximum tracking rate (mtr) of 120 beats per minute (bpm), and underlying af with conduction was approximately 80-90 bpm. There was concern about rates in the 20 bpm range, and the lower rate limit (lrl) was reprogrammed to 60 bpm. It was believed that the lrl was 40 bpm prior to turning off rythmiq. It was noted that a ventricular tachycardia (vt) event was stored immediately before this recent clinic visit, and anti-tachycardia pacing (atp) was delivered appropriately. This ICD remains in service. No additional adverse patient effects were reported. Additional information received the following week reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and several inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.